Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit would not work. The bed was located in the shop at the account. There was no patient/suer injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the scale/bed exit board needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the scale/bed exit board to resolve the issue. Based on this information, no further action is required.